Event description:
It has been reported the jack is leaking and causing the bed to drift down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The customer ordered a replacement jack and replaced and disposed of the alleged malfunctioning jack before a stryker rep could evaluate the product.